Manufacturer narrative:
Pt code - death is labeled in the IFU. Device code - endoleaks are labeled in the IFU. No product or images were returned to assist in the investigation at this time. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, follow-up guidelines, the importance of an accurate deployment. Without additional information or imaging it is difficult to determine how the device contributed to the reported event. There was retrograde flow around the complaint device. A root cause cannot be determined at this time. Intervention taken as a result of this observation was not reported. The pt died three days after repair. The physician commented that the death was not contributed to the zenith devices. There were multiple comorbidities. Regardless, the event will be trended as critical harm, death. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.

Event description:
As reported to cook: device deployed per IFU. Retrograde flow into aneurysm sac noted upon final angiogram. Device properly oversized for lilac diameter (16mm in a 12mm vessel). Initial pt was in for a miclotic aneurysm. Reported additional information via telephone on (B)(6) 2011 from district manager: pt underwent a aaa repair with a renu device used as an aortic union device with a (B)(4) and plug on the unaffected side. The second intervention one week later was due to the sack seemed to be filling. Visually the district manager saw a 1 stent overlap of the converter and the existing leg graft, but another iliac leg was placed across the joint of the converter and existing leg. The physician was dissatisfied with the performance of the plug as there was still some flow around the tip of the plug. The physician stated to the district manager that the death was not contributed to the devices, the pt had just underwent dialysis as well and there were other comorbidities. Pt death reported after 3 days as a result of other comorbidities.